Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve leakage through a corrective and preventive action (B)(4).

Event description:
It was reported that during use with a bd vacutainer® flashback blood collection needle blood leakage occurred from an unspecified location. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, when the blood collection teacher was using a straight needle to collect blood, when the first blood collection tube was extubated again, there was blood leakage again. Because of the frequent occurrence of blood leakage incidents, the hospital has paid great attention to it for fear of frequent occurrence blood leakage can cause nurses to easily contract blood diseases. Secondly, the blood collection operator and blood collection department have been complained many times. The customer is already very unhappy, and they need to give a reasonable explanation. For this reason, the incident is very urgent, he hope to find the cause of the blood leakage and give an answer as soon as possible.